Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. The reported complaint could not be reproduced during evaluation. Review of the device data logs revealed internal battery degraded warning alarms. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the internal battery degraded warning alarms were due to a software issue. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).